Event description:
The patient had a chronic total occlusion in the left anterior descending artery. The product was stored per the instructions for use. The product did not have any damage prior to use. The physician and staff prepped the stent and tried to deliver it in a very calcified lesion. Several attempts were made to try to deliver the stent without success. The stent was removed and the lesion was dilated with an unknown balloon. After dilating the lesion, the stent was prepped again and in the process of prepping the stent became dislodged from the balloon catheter and fell to the floor. There was no patient injury. The physician cancelled the procedure due to the extreme calcification of the lesion. The product will not be returned for analysis.

Manufacturer narrative:
Concomitant devices were unknown. During a percutaneous coronary intervention (pci), a physician had difficulty delivering a cypher product to the lesion and after removal, the stent came off the balloon while preparing the device to be re-inserted in the patient for the second time. The lesion was described as a complete total occlusion (cto) of the left anterior descending (lad) and highly calcified. The product was inserted and multiple attempts were made to deliver the product to the lesion without success. The product was removed and pre-dilation was conducted with an unknown balloon. As the user was preparing the product for re-insertion, the stent dislodged from the balloon catheter and fell to the floor. The physician decided to cancel the procedure due to the extreme calcification of the lesion. The product was stored per the instructions for use. There were no product damages noted prior to use. The product was prepped according to the instructions for use (IFU). There was no reported adverse effect to the patient. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. With the information available for review and no product return, the complaint could not be confirmed and no determination regarding potential manufacturing contributing factors could be made. However, there are possible vessel characteristics (cto, highly calcified) and procedural / device manipulation factors (multiple attempts to deliver the product) that may have contributed to the event.